Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy. The patient also reported that their pre-existing nerve damage from a car accident was being irritated under the te pads on the back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone ointment for the rash. Follow up indicated that the rash improved.